Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcb. The ventilator passed all test.

Event description:
It was reported that during preventive maintenance, the ventilator had lines in the upper display. There ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.